Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was broken during procedure. So replaced other instrument.

Manufacturer narrative:
The reported event that the straight reduction clamp broke during the surgical procedure could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The forceps was received broken in 3 pieces ¿ 2 arms and 1 connection screw. The visual inspection revealed that the connection screw, that keeps the 2 arms of the clamp together, is detached/broken, therefore the whole device is apart. The instrument has scratches and rust throughout its entire surface, while the laser marking text is faded. The connection part, where the locking screw is normally placed, is scratched and rusty (in both sides), while the connecting screw is completely corroded. This rust, which is attributed to the high number of cleaning/sterilization processes, led to the reported breakage of the device. The reported ¿straight reduction clamp¿ is considered a multiple-use device, therefore it has experienced a lot of usage and sterilization processes throughout its service life and all these procedures can definitely affect its integrity. Careful treatment of the device is recommended in order to avoid these situations. As per IFU (v15011): ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument! [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way. [¿] instruments which are supplied in a non-sterile condition must be subjected to an appropriate cleaning and sterilization process before use.¿ as per cleaning & sterilization guide, ''the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. This could also happen if rinsing after cleaning and/or disinfecting is insufficient.¿ if the straight reduction clamp has not been cleaned according to the specifications it is quite possible to have reached the end of its life sooner than expected. ¿(B)(4) typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ the device is made out of steel and if the appropriate cleaning conditions are not observed it is quite possible to become rusty, especially in the ¿soil traps¿ such as the lock screw. As a consequence, this rusty surface, in combination with excessive usage, can lead to a breakage. Based on the investigation, the root cause was attributed to a user related issue, due to a not proper cleaning of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was broken during procedure. So replaced other instrument.